Event description:
The plastic end connector on endotracheal tube became disconnected with minimal manipulation during intubation. Connector reapplied with force, but still would not stay in place. Other tubes in stock were inspected and 3 others with same lot number appeared to also be loose. They have been removed from supply. Shiley taperguard evac oral tracheal tube size 8.0. Reference report: mw5145591, mw5145592, mw5145593.